Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was damaged. Customer technical support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: during investigation, a crack was observed in the battery compartment. The battery cap threads were found to be stripped; a test cap was used for testing. The pump was powered on and the display was found to be dim discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.